Event description:
It was reported via phone call, that the customer received a motor error alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 142 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test and alarmed motor error during the basic occlusion test due to moisture damage force sensor resistor. The insulin pump also was found to have moisture damage on the electronics, motor, vibrator and battery tube assembly. No moisture damage on the keypad assembly noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.